Event description:
It was reported that the nail fractured after an ankle fusion procedure. It is unk at this time what type of revision surgery took place.

Manufacturer narrative:
Product and info requested 03/24/10 and 04/07/10.